Event description:
Screw lose on screwdriver. Threads on lag screw screwdriver not engaging with lag screw. It appears that the threads on the screwdriver do not extend to the end of the inner cannulation; thus not able to engage with the screw. Another identical device was immediately available for use. Case completed as originally planned without any medical intervention or delay.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.